Manufacturer narrative:
The result of investigation already sent on 3/18/2015 in supplemental #2, however, additional information stated: during the investigation, the catheter was evaluated for screening test and force calibration check and catheter passed both tests. The force feature was working properly. Finally, the force values were found within specifications.

Event description:
It was reported that during a ventricular tachycardia (vt), a cs catheter was connected to the ep recording system (bard) and a st catheter was supposed to be used with carto. They connected the st catheter to the catheter cable and then to the piu and some noise was shown in all signals on only ep recoding system. They disconnected and reconnected a couple of times, then they decided to change catheter cable, when they connected again the noise was still there. Since the noise occurred on only ep recoding system, this issue (noise) is not reportable event. In addition it was reported when smarttouch catheter was in the atrium, before the ablation started; the unwanted pacing occurred on fast rate, which possibly induced atrial tachycardia. Also the generator made rapid acoustic ticking sound during ablation. The customer replaced the cable however the issue was continued. The signals from coronary sinus (cs) and right ventricle (rv) catheters were gone. Both catheters were directly connected to bard pin box. The customer immediately stopped the procedure. The patient required intervention to prevent permanent impairment/damage due to atrial tachycardia. The patient was transferred to another hospital for further treatment. The physician¿s opinion on the cause of this adverse event was generator related. The physician considered unwanted pacing issue might cause atrial tachycardia. Safety test confirmed that there was no current leakage from piu. The carto system performs as intended.

Manufacturer narrative:
The concomitant products: c3 interface cable ¿ therapeutic, model# d-1286-03-s lot # unknown; carto 3 model# m-4800-01, serial # (B)(4); coolflow pump, model # m-5491-01 serial # (B)(4); stockert, model # 39d-76x serial # (B)(4). (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
This supplemental report is in response to the FDA request dated february 04, 2015. Please provide a summary of the results for any investigation, evaluation, and/or failure analysis, including root cause identification, relevant to the reported event. Please include: a complete description of methodology (ies) used, an identification of the specific failure mode(s) and/or mechanism(s) and the associated device components (s) involved, and any conclusions reached based on the investigation and analysis results. It was reported that the customer experienced unwanted pacing that probably caused atrial tachycardia on the patient. In addition, the noise occurred in all signals on only ep recoding system. The generator made rapid acoustic ticking sound during ablation. Since the physician¿s opinion on the cause of this adverse event was generator related, bwi decided to report this event under smart touch unidirectional and stockert. However during this event the following bwi products were used: smart touch unidirectional- pi1-qdtdqd. C3 interface cable ¿ therapeutic - pi1-qht9nn. Carto 3- pi1-q7oi86 . Coolflow pump- pi1-q7x8au. Stockert- pi1-q7vh70. Bwi performed investigation for all products that were involved in this event and the following is summary of investigation: smart touch unidirectional: the returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. C3 interface cable ¿ therapeutic upon receipt, the cable was visually inspected and it was found in normal conditions. Then a carto 3 test was performed with the cable and a known good catheter and no malfunctions were observed. No errors were displayed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. Carto 3 the device was evaluated and issues were not duplicated, the clinical specialist tried to replicate the setup with water bath however they couldn¿t replicate the noise. Acceptance test procedure (atp) was performed, and the system passed all test according to specification. The system is ready to be used. In addition, biosense field service engineer tried to replicate the unwanted pacing issue; however the issue could not be replicated and carto system passed all tests. Coolflow pump the device was evaluated and no error found. Device is working within specification. The device was subjected to the preventive maintenance, safety and functional testing and all tests passed. No malfunction found on device. Stockert the device was evaluated and no error found. Device was working within specification. The device was subjected to the preventive maintenance, safety and functional testing and all tests passed. No malfunction found on device. The biosense webster field service engineer confirmed that there was no power was delivered at that time of the event and the stockert was on standby. The stockert generator is not the pacing device nor it is connected to a pacing stimulator. It is unlikely that the stockert caused unwanted pacing. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All devices involved in this event were tested and passed all inspections. Bwi was not able to confirm the event and the root cause remains unknown. Please provide any evaluation of other information used by your firm to determine whether the events described in the medical device report are or are not attributable to the device. As described in response #1, all devices involved in this event were tested and passed all inspections. Bwi was not able to confirm the event and the root cause remains unknown. Please provide a complete list of medical device reporting (MDR) access numbers, as well as the reason for their inclusion in the trend. There is one other mdrs for smarttouch unidirectional related to voc unwanted pacing which there no patient consequence occurred. MDR# 9673241-2015-00064.